Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a latch sensor issue. A field service engineer discovered that the latch sensor had come loose from the latch mount and reseated the sensor into position to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half-height cubie drawer was not detected on the communication bus. The customer reported that the malfunction occurred while the nurse was trying to obtain the medications and had to get the meds from another medstation. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.